Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that while using the zimmer dermatome a laceration occurred and required surgical repair to patient's left distal thigh. Zimmer surgical brand manager and zimmer r.n. Were in attendance when the reported event occurred. The dermatome was observed to have been applied to the planned harvest site while the surgeon was operating the power switch of the device, but prior to initiating forward movement of the dermatome. When the surgeon concluded the planned harvest and lifted the dermatome, the laceration was observed. The laceration was noted to be located approximately one half inch from the initial, leading edge of the harvested donor site. The laceration was approximately two and one half inches to three inches wide and one inch deep, exposing muscle tissue. Suture repair of the laceration was required using 0-vicryl for muscle, followed with subcutaneous repair and skin closure. The surgical intervention to repair the laceration required approximately ten additional minutes of surgical time. The harvested donor tissue was verified by the surgeon to have been of desired size, shape, and thickness. As the procedure progressed, the wound being grafted was determined by the surgeon to require an additional amount of donor tissue for optimal coverage of the articulating wound site. This was not a result of the initial harvest being of inadequate size or shape but was decided to be necessary due to the anatomy of the wound surface. Zimmer surgical representatives requested the dermatome be checked by the surgeon prior to the successive donor harvest. The surgeon indicated the dermatome function had been as desired and there was no need to check the unit but did comply with the zimmer surgical representative's request. The dermatome was noted by all to have been assembled correctly and there were no visible indications of any device misalignment or malfunction noted by the zimmer representatives or the surgical team. The successive graft harvest was achieved as intended and without incident.